Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the screwdriver broke during the surgery. No part was left in the patient and no consequence to the patient. There was a delay of surgery by - 20 percent. The incident did not require further treatment. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: additional evaluation was conducted. The report indicates that the article 03.647.971 consists of totally three parts. We received only part 3 (marked on the device), the t8 removal shaft for investigation. The other parts were not sent back. We found that the t8 tip of the shaft is broken as complained. This damage makes it impossible to verify the dimensions of the t8. However, the visual inspection has shown that the tip was extremely twisted and bent before it broke. This indicates that too much torque, far over the calculated design, was applied onto this device and that finally a mechanical overload did lead to the breakage. No product fault could be detected. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of the device history records was not performed because no lot number was provided and it was not available on the returned product. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. Placeholder.